Event description:
Tech alleged that the siderail will not latch. No pt impact.

Manufacturer narrative:
The tech replaced the siderail pivot bolts, roller guide and latch bushing to resolve the issue.